Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition could not be duplicated or confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the device had a cut in the hose at the closest point to the muffler and the nose pins and housing were loose. It was further observed that the device was powerbroken, loud, had low rotations per minute and it was difficult to remove the cutter device. The assignable root cause was determined to be due to normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device would not accept the attachment device. According to the report, the attachment device would not connect to drill for the motor device. There were no delays in the surgical procedure. A spare motor device and the same attachment device were available for use. There was patient involvement reported. There were no injuries, medical intervention, or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.